Event description:
It was reported that the monitors on the 9800 system would not power up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was reset and the power control board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.